Manufacturer narrative:
The main component of the system and other applicable components are:product ID 977a260, serial # (B)(4), implanted: (B)(6) 2016, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2016, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2016, product type lead.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was feeling stimulation in their rib and a x-ray showed the lead was lateral so it was explanted. The health care professional tried to implant a new lead but was unable to get it in. Several attempts were made for the implant but issue was not resolved. Lead will be replaced in the future.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.